Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2021 customer alleged pump has cosmetic damage (dog chew marks all over pump). Pump received with detached retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks, pillowing keypad overlay, damaged display window cover, keypad overlay texture damage, missing o-ring(reservoir compartment), keypad overlay peeling, and broken reservoir tube lip. In summary, customer allegation for cosmetic damage (dog chew marks all over pump) was confirmed during visual inspection where dog chew marks was noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.